Event description:
It was reported to boston scientific corporation in 2007, that during the placement of a pull method enteral feeding device in a male patient, the "loop off of the end of the snare detached from the pull wire" in the esophagus. The physician was able to retrieve the snare loop using another snare device (product specifics are unknown) and completed the procedure "successfully without injury to [the] patient" using the original pull method enteral feeding device. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of customer shipment history identified three possible lots, which the suspect device may have originated (9622952, 9606634, and 9619579). The device history record (DHR) for each of these lots was performed; no anomalies were noted. A search of the complaint database did not identify any add'l complaints recorded for these lots. The may 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; neither an unfavorable trend nor any above-limit data point was noted.